Event description:
On (B)(6) 2010, therakos received a report of a photoactivation leak occurred during cycle 5 with a small bowl kit. Customer stated the leak occurred at the right side connection of tubing to the photoactivation module. Customer stated a few drops of blood leaked. Customer stated about 30 cc of volume in the module was not returned to the pt while the rest was manually returned to the pt. Customer stated pt was fine with stable vitals.

Manufacturer narrative:
Batch record review of xts kit lot y752 was performed; the lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).